Event description:
Medtronic received a report that during delivery, the weld point of the pusher wire and the stent fractured, leaving the stent retained within the catheter, and thrombectomy treatment could not be performed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of thrombectomy. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a cirdis guide catheter, a rebar microcatheter, and a kai medtech guidewire. Additional information was received that the treatment was not terminated, it was completed after the stent was replaced. After the reported stent had quality issue, the patient¿s condition was assessed, the stent was replaced, and the treatment was completed. The patient¿s postoperative condition was good. Additional information was received. The stent fractured inside this catheter. There was no issue with the rebar catheter. The model and lot# is unknown.

Manufacturer narrative:
H3: product analysis as found condition: a piece of an unknown rebar was returned for analysis within a shipping box, and within a sealed plastic biohazard pouch. No solitaire was returned. Damage location details: the unknown rebar returned damaged. Due to the damage condition the orientation of the device was unable to be determined. The catheter body was returned damaged (cut and possibly stretched opened). One side has a clean cut, and the other side was found to be almost ruptured and torn apart. No hub or distal tip were returned. No other anomalies were observed. Testing/analysis: the catheter was flushed with water, and some blood was seen exiting the distal tip. Next, an in-house 0.011¿ mandrel was advanced through the catheter body, without any issue. Finally, the catheter body was cut open to confirm no stent was stuck within the catheter body. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿no device malfunction¿ was able to be unable to be confirmed. The device was returned damaged beyond use. No possible cause was able to be determined for the damage found with the device. No stent was returned. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.